Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reported having difficulty removing the biopatch. " I'm a crni outpatient infusion rn. We are having difficulties removing the biopatch at the 7 day dressing change. It sticks to the tegaderm and the dividing line is not easily found. We are having slight migrations outward related to difficulties removing the old dressing. Can you recommend how we can improve our skills?" Sent customer application and removal instructions and contact information for their sales representative.

Manufacturer narrative:
Integra has completed their internal investigation on april 28, 2016. The investigation included: methods: review of complaints history. Results: evaluation of returned device; no samples have been received at the time of this evaluation. The reported condition cannot be confirmed. DHR review; no lot number was provided and thus the device history record (DHR) could not be reviewed. Complaints history; upon review of integra's complaint system from (B)(6) 2016, a total of (B)(4) complaints (including this one) related to device removal difficulty (although not for the same reasons) for biopatch product family. Approximately (B)(4) units have been released for distribution since march 2014 - march 2016, resulting in a complaint occurrence rate of approximately (B)(4)%. Conclusion: (root/cause) no product malfunction was identified from complaint evaluation nor any defect that could be associated to biopatch¿s manufacturing process. When slit of device is aligned correctly with catheter, biopatch will remain attached to the transparent film dressing and removal will be simultaneous. The most probable cause for this event seems to be related to product handling.